Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot#: 66429f); fgs-0306, fgs-0306 bravo vacuum pump 110v x1, (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule failed to attach to the patient's esophagus and was subsequently located in the stomach. The capsule was retrieved from the stomach using a snare. They placed another capsule on the same procedure and was barely attached to the tissue. When the sales representative looked at the pump, the elbow tubing was connected backwards on the canister, causing the tubing to be kinked. The pump was incorrectly set up. Despite this, pressure still reached greater than 550 mmhg prior to placement.